Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when priming the accessory sheath before use, it was discovered that it was contaminated with debris.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a plastic coming out of the device is confirmed and was determined to be related to the manufacture of the product. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation showed little use residues throughout the returned microintroducer. A small shaving of white plastic was returned taped to a clear piece of hard plastic. The microintroducer was cut circumferentially along the white dilator portion of the device just distal to the threads and luer of the device. Microscopic observation revealed a groove in the inner wall of the returned dilator. Pieces of the white plastic were observed to be protruding from the groove along the inner wall of the dilator. The grooves appeared to correspond to the plastic shavings, suggesting that mechanical damage produced the loose material. It appeared that damage likely occurred during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.